Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9170888. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-06-19. Medical device lot #: 9165865. Medical device expiration date: 2020-10-31 . Device manufacture date: 2019-06-14. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes there was an issue with product missing labeling. 400 tubes had this issue. The following information was provided by the initial reporter: product was found during labeling process missing label. When we open the carton and remove the product from the carton, we found the bd vacutainer® serum blood collection tubes (missing label).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes there was an issue with product missing labeling. 400 tubes had this issue. The following information was provided by the initial reporter: product was found during labeling process missing label. When we open the carton and remove the product from the carton, we found the bd vacutainer® serum blood collection tubes (missing label).